Event description:
The report received from the field indicated that approximately one month after cypher implant, the patient died due to a stent thrombosis. In 2007, the patient had a 3.50 x 13mm stent implanted in the ostial of the right coronary artery (rca). A follow up evaluation twenty-one days later, showed the patient was doing well. The next month, while working in his garden, the patient told his wife that he was feeling "light headed" and was having "dizziness". The ambulance took the patient to the hospital, however, patient arrived dead to the emergency room. An autopsy was not performed, however, it is presumed that the patient had a "massive heart attack on the way to the hospital, due to a stent thrombosis". Further information indicated that the patient's cause of death as stated in the death certificate was "coronary artery disease".

Manufacturer narrative:
Additional information indicated that a coronary arteriography performed in 2007 revealed three vessel coronary artery disease involving, the left anterior descending, the circumflex and the right coronary. As described, the left anterior descending (lad) was heavily calcified proximal and mid lad with 50% proximal and mid stenoses, chronic smooth 70% ostial lesion in large diagonal. The circumflex was chronically occluded large collateralized obtuse marginal (om), mild to moderate disease in remainder of the circumflex. The right coronary presented 99% stenosis of the ostial rca, continued successful proximal and mid rca of previous implanted stents, chronic moderated distal rca, prior to posterolateral descending artery (pda) and diseased ostial right posterolateral lateral branch (rplb). As a result, percutaneous coronary intervention was conducted and the 3.5x13 mm cypher was implanted in the ostial rca. The stent was deployed at 20 atmospheres (atm) and to achieve full expansion, the lesion was pre and post dilated to 16 and 22 atms respectively. Stenting of the ostial rca was successful with 0% post stent stenosis. The left circumflex was only treated with medication. A follow up evaluation conducted 21 days later, showed the patient was doing well. Progress notes indicated that the patient was only taking his asa every other day. His chest pain had completely resolved and was walking again without any problems. He felt extremely de-conditioned, patient felt dizzy, lightheaded and imbalanced at times but could walk one mile per day on the track as well as swim. Visit impression, regarding post ostial rca, indicated a complete improvement in symptoms with a plan to continue with current regimen. In reference to the carotids, the patient had a very abnormal doppler raising the concern of progression of the disease. A magnetic resonance angiography (mra) showed occlusion of the right internal carotid artery rica, and low grade disease of the left internal carotid artery (lica). The carotid doppler showed bilat 70-80% stenoses of the ica's. Patient had some new symptoms which may or may not be related. Patient was to be scheduled for a follow up visit in the following three months. Information regarding the two stents previously implanted in the rca is currently unknown; however, additional information has been requested and will be submitted within 30 days upon receipt. The product is not available for evaluation, as it remains implanted.